Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported leaky valved trocar cannulas during six procedures. There was no patient harm reported. Additional information was requested. A product sample was not retained.

Manufacturer narrative:
Additional information: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. For this final lot, eight component lots were used to make up the final lot. A device history record (DHR) review was conducted. One lot was reprocessed for an anomaly that did not contribute to the customer complaint. No anomalies were found in seven lots during the device history record reviews. The product was released based on the manufacture's acceptance criteria. No additional investigation is required based on device history review. A complaint history examination indicates that this is the eleventh complaint received against the components of the reported final lot. No sample was returned and the device history review of the lot number provided indicated product was released according to the manufacture's acceptance criteria, the root cause cannot be determined. However, an investigation has been initiated to identify a corrective and preventative action for complaints of this nature. (B)(4).